Event description:
Synvisc was injected into my knee on (B)(6) 2013 and on (B)(6) 2013, I played golf and after the round my knee swelled, stiffened up and I was in a lot of pain. The doctor drained my knee and injected me with a cortisone shot on (B)(6) 2013. I believe this "device" should have a warning label on it or it should be taken off the market.